Event description:
The pt's mother reported, a broken lead had required revision. The company registration system shows one extension product was also replaced during the case. Additional info has been requested from the pt. Refer to MFR report #6000153200800275 and 2182207200800277.

Manufacturer narrative:
.